Manufacturer narrative:
(B)(4). Guide wire: balance middleweight universal ii. Guide cath: ebu, b3. Sheath: 4-french ebu. Stent: rx xience v (x2). The two rx xience v stents indicated are being filed under separate medwatch MFR numbers. No pre-dilatation and indication for use. (B)(4). Failure to advance/cross a lesion and difficult to remove from the anatomy can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality prior to lot release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. It is most likely that the failure to advance/cross the lesion occurred as a result of interactions with the patients un-predilated 90% in-stent restenosed lesion. It was reported that the procedure was attempted in an in-stent restenosed lesion via direct-stenting (no pre-dilatation). It should be noted that the xience v/xience nano everolimus eluting coronary stent system instruction for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is likely that the reported IFU deviations directly caused or contributed to the reported incident. A review of the lot history record did not reveal any related non-conforming material records. Additionally, a query of the complaint handling database was performed and there were no other incidents reported for difficult to remove or stent dislodgement for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the patient came in to the hospital complaining of chest pain 6 months after 2 unknown rx xience stents were implanted in the proximal middle circumflex. A 90% restenosis was found in the previously deployed stents. A right radial approach was chosen for this interventional procedure. The lesion was not predilated. A balance middleweight universal ii was advanced through the lesion. The 3 x 23 mm xience v rx stent delivery system (sds) was advanced but would not cross the lesion. There was resistance on withdrawal so the guide catheter was deep-seated and the sds was withdrawn, at which time the xience stent got stuck to the proximal edge of the previously stenosed stent, and dislodged. The 4-french non-abbott sheath radial access was judged to be too small to snare the stent, so the wire and guide cath were removed. A right groin femoral access was chosen and a 7-french b3 guide catheter was used. A pilot and prowater were used but failed to rewire the stent. A miracle 3 wire was advanced but did not pass within the lumen of the stent but only between the stent and the vessel wall. No dissection or perforation occurred. At this point, it was chosen to embed the stent so a 2 x 15 mm trek balloon dilatation catheter was advanced and embedded the dislodged stent at its dislodged location. A 3.5 x 20 mm trek post-dilated the stent and the stenosis with plain old balloon angioplasty. The patient remained asymptomatic throughout with no adverse patient effects. The total length of the procedure was 1 hour 15 minutes. No additional information was provided.